Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia/hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) fell to a value of less than 30mg/dl, but greater than 20mg/dl, while wearing the pod between 4 and 24 hours on the arm. Patient last recalls taking a shower then being woken up by emergency medical technicians (emt) and being covered in a towel. Treatment included intravenous delivery of glucagon. Emts had then suggested patient seek medical assistance via going to hospital or visiting a physician, therefore, patient visited physician. Physician discovered patient had incorrectly entered a basal delivery rate of 2.5u/hr instead of the prescribed 1.5u/hr, which lead to patient's low bg event. It should be noted that, prior to this event, patient had been experiencing an elevated bg of 344mg/dl, which prompted patient to modify basal rate by 10 units. Additionally, the last bolus before this event was recorded as 11.2 units.